Event description:
Event description guidant/crm received information that this patient had an episode of inappropriate detection of vf during sinus rhythm. An x-ray showed a break on the is-1 connector of the endotak dsp lead. Oversensing did occur during manipulation at the pocket. The is-1 connector was capped. The high voltage portion of the lead remains active. A new rate sensing lead was added to the system.